Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the remote manager door requires maintenance. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager was not failed, but drawers 4.1 and 4.2 were not detected on the bus. A field service engineer (fse) verified that all boards had lights, reseated all cables and wires, and cleaned inseparable. Examined the pyxibus cable and retractor bands, then rebooted the system. Verified operability in the hardware test application and completed testing, allowing customer to access pyxis. The site noted prior work on the drawer, including board replacements. Recommended replacing the retractor bands, but the part is currently on backorder. Functionality was tested and confirmed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the remote manager door requires maintenance. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.